Event description:
It was reported that: revision surgery was performed. Patient continues to have debilitating pain that limits his activities. Patient cannot bend or squat, has pronounced limp and uses a cane for stability. The patient stated he has spoken with an attorney.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker right hip.an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. H3 other text : not returned to the manufacturer.

Manufacturer narrative:
The patient is 74 inches in height. An event regarding dislocation involving a trident 0 deg insert 40mm was reported. The event was confirmed. A review of the provided office notes, operative reports, and x-rays by a clinical consultant indicated: ¿there is no documentation of infection as noted in the event description, no documentation of revision surgery other than iliopsoas tenotomy not involving the prosthetic components, and no documentation regarding the dislocation and reduction of the right total hip arthroplasty as noted on the x-rays of (B)(6) 2013 available. There is no evidence that this clinical situation is related to the right hip prosthetic components. X-ray appearance continues to be nominal as of august 26, 2013 and iliopsoas tendinitis and an unexplained dislocation are not indicative of faulty prosthetic components.¿ -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: a complaint history review confirmed no other similar events for the reported lot code. Conclusions: the exact cause of the event could not be determined because of a lack of information. The only mention of the dislocation is in a radiology report and there is no indication of whether or not the patient underwent a closed or open reduction. Further information such as patient medical records and x-rays describing the dislocation are needed to complete the investigation for determining the root cause.

Event description:
It was reported that: revision surgery was performed. Patient continues to have debilitating pain that limits his activities. Patient cannot bend or squat, has pronounced limp and uses a cane for stability. The patient stated he has spoken with an attorney.